Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 40 mg/dl and 38 mg/dl at the time of the incidents. The customer was at 302 mg/dl at the time of the call. The customer was given food to treat. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was completed and the customer does not believe the pump over-delivered insulin. Customer is taking antibiotics for a toe infection, and started experiencing lows after starting on the medication. The insulin pump will not be returned for analysis.